Event description:
A customer contacted beckman coulter regarding erroenously low results generated by the access 2 instrument. The erroneously low results were observed during the first sample run using a new reagent pack. Affected pt sample results recovered at 50% lower than the true [expected] test results [seeb6]. The customer indicated the affected assays included accu tni, psa and free-psa. No examples of accu tni or free-psa results were provided by the customer. The customer did not provide additional pt info.